Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complication is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube using the existing stoma. After the tube replacement, the patient was admitted to the emergency department due to loss of appetite and general condition disorder complaints. During the emergency services follow-up, there was black colored stool. After the blood tests, the patient was admitted for nephrology treatment due to impaired kidney function. On (B)(6) 2019, the patient's hemoglobin level was 11 gr/dl. On (B)(6) 2019, the hemoglobin level was 7gr/dl and 2 units of blood was given. On (B)(6) 2019, the decreased level of hemoglobin, impaired kidney function and black colored stool recovered and the patient was discharged from the hospital.